Event description:
An internal investigation was conducted requesting any information regarding the need for surgical re-operations for any reason following the implant of charite artificial disc. Contact reoprts that subsidence occurred. A revision was performed and the pt fused.